Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019.

Event description:
Touchscreen failure. There was no patient involvement.

Event description:
Touchscreen failure. There was no patient involvement.

Manufacturer narrative:
MFR received date: 02 oct 2019. The manufacturer¿s service technician was unable to confirm the reported touchscreen issue. The manufacturer¿s service technician stated the device touchscreen operated as designed. The technician stated the touchscreen calibrated as designed. No malfunction was observed. The technician replaced the touchscreen as a precautionary measure. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.